Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) and the patient via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the healthcare provider¿s office notified them yesterday that the patient needed help with their stimulation. No other details were provided. The rep stated they called and spoke with the patient today and they reported that ¿since implant ((B)(6) 2016)¿ they had their stimulator ¿turned on and off", had shocking in their left leg¿ and ¿not enough stimulation in their feet¿. They stated ¿they just lived with it", but were now wondering if anything could be done. There were no external factors that may have led or contributed to the issue. The patient was scheduled for a follow-up appointment with the hcp on (B)(6) 2018 and the stated they would be at the appointment with the hcp to evaluate the issue and reprogram. The issue was not resolved at the time of the event. It was indicated that the provided information had been confirmed with the account and to follow-up after the (B)(6) appointment for further information. No surgical intervention occurred or had been planned. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that they met with the patient on (B)(6) 2018 for a manufacturer only appointment requested by the patient. The patient stated still the coverage was not all the way into their feet as they would like. This was all that was reported, which was nothing new as their past note indicated the same. Impedances were checked and tested showed impedances were within normal values. The patient stated that group a was the best they have had since they last saw them, but their relief could be better. They reported only having 30 percent (if even) relief. It was reported that they tried multiple programming options (simple bipoles) and a lot of stimulation was perceived in their upper thigh and calf as well as hamstring. About the only programming targeting some foot is what was on group a. Pw 300, rate 130 5+ 8- 9- 10- the patient was given new groups to try until they saw them again at their next appointment in (B)(6), unless they call them sooner. The patient has groups b and c. Same configuration pw 450, rate 130 group c pw 570, rate 130 no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.